Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer was hospitalized on (B)(6) 2016; she went into diabetic coma due to hypoglycemia. The customer was discovered by neighbors at 5:45 am on (B)(6) 2015. She was given two glucagon shots but it did not help. The caller stated that the customer had stage four kidney failure for the last five to six years, had heart disease and ten to eleven years ago had an open heart surgery for quadruple bypass. The customer had been battling infection and had toes amputated. The caller did not know the customer's blood glucose at the time of death because the customer had a "do not resuscitate" order, and the hospital stopped checking the customer's blood glucose three to four days prior to death. The customer was not wearing the insulin pump at the time of death; it had been removed by the paramedics on (B)(6) 2016. The customer was not using sensors. The caller declined returning the insulin pump for analysis.